Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent revision surgery due to dislocation after approximately 1.5 month in vivo. The patient has history of repeated dislocations. This event describes the patient's third revision due to dislocation. The patient has a biolox head implanted with a reinforcement ring with hook size 62, a zca longevity cup size 32x55 neutral. On the femoral side the head is connected to a zmr stem. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. It has been requested for investigation, however is currently not available. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: product compatibility was checked and the products are compatible. - mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: product compatibility was checked and the products are compatible. - patient behavior leads to premature failure due to inadequate information during patients counseling by surgeon => possible: the behavior of the patient is unknown, therefore this cannot be excluded. Conclusion summary it is reported that the patient underwent revision surgery due to dislocation after approximately 1.5 month in vivo. The patient has history of repeated dislocations this being patient's third revision due to dislocation the implanted components met all requirements to perform as intended and are compatible to each other. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, s, 32/- 3.5, taper 12/14 on (B)(6) 2017 and underwent revision surgery on (B)(6) 2017 due to dislocation. Note: this is a split case with zimmer, inc, (B)(4).